Event description:
It was reported that during a rotator cuff repair, small pieces of suture were cut by the device and all of the suture pieces could not be located; they were retained in the patient. As the surgeon went through the cuff and force was applied, the suture broke under the cuff and could not be retrieved; this happened twice. Another device was used to complete the case.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that after the case, several new sutures were evaluated with the suture-passing device; the sutures cut in the same manner. The lot number of the device was requested but not provided. The current condition of the patient was reported as fine.patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record was not able to be performed without lot number.based on the information provided, the most likely cause of this type of event is user mechanical damage to the device such as from dropping the device or hitting the device against another device. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted. Requested but not received